Event description:
A hospital reported via a distributor that the water trap of an rt125 infant bias flow breathing circuit cannot be removed but that the 'connecting part of the y-piece is easily detached. This event occurred prior to patient use. No patient consequence was reported.

Manufacturer narrative:
The rt125 breathing circuit has only recently been returned to fisher & paykel healthcare. An investigation is currently underway. We will provide a follow-up report when the investigation is complete and results become available.